Manufacturer narrative:
(B)(4). Final analysis found suture sleeve tie impression and outer insulation cuts at 21.5 cm from the connector pin. The inner insulation was abraded underneath the suture sleeve tie region, this most likely contributed to the reported complaint of low sensing from the field. (B)(4).

Event description:
It was reported that the patient presented in hospital for routine device change out procedure. Device interrogation prior to the procedure revealed the right atrial lead exhibited low sensing. Fluoroscopy image showed the lead was in a poor position. The lead was explanted and replaced. The patient's condition was stable post procedure.